Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the sureform stapler instrument would leave a residue of loose, unfired staples on the trocars after being fired and while being removed to install a new reload cartridge. The stapling instrument would sometimes pick up the loose staples when being reinstalled to fire again. The surgeon reported having to have an assistant clean the trocar after removing fired staplers to avoid loose staples getting into the jaws of the stapler. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the referenced sureform 60 reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified an additional complaint related to this event. Patient identifier 449356 documents the alleged issue of tissue being pushed out from the stapler instrument. Patient identifier 449365 documents the unfired staples during usage of the sureform 60 stapler instrument and sureform 60 reload in this procedure. An additional log review was performed. Based on the limited information provided by the reporter and per initial log review, the following information was identified: event date occurred on 10-mar-2022, system serial # (B)(4), with logged usage of a xi®/xi dual/x¿ stapler, sureform 60 instrument fired with blue and white sureform 60 reloads. The isi failure analysis engineer (fae) further reviewed the msc logs for system serial # (B)(4). The following additional information was provided: on 10-mar-2022, stapler, sureform 60 instrument lot # l93211130 / sequence 0013 was installed 8 times and fired 8 reloads (4 blue followed by 4 white). All firings were completed per the logs with 1 pause for compression, except for the 3rd firing, which had no pauses. There were no incomplete clamps by this instrument. No stapler related errors in the msc logs for this procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that, after firing the sureform stapler, unfired staples fell loose from the reload while removing the instrument through the trocar. Missing staples may contribute to an incomplete staple line and loose staples could fall inside the patient. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.